Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issue. During evaluation, the device's system board to interface board cable was found to be disconnected. The device had evidence of physical damage. The cable was reconnected to address the issue.